Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pins that connect the tulip heads to the body of the oasys midline plate fractured 7 months post-op. A revision surgery was planned at the time of awareness, but it is unknown at this time if a revision has occurred.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: one oasys midline occiput plate assy was confirmed to have a fractured tulip pin to plate fractured. One tulip is detached from the plate and still locked onto the rod. The tulips themselves are not damaged. The parts were returned and found to have a fatigue bending type of failure on the pin (tulip to plate pin). Manufacturing records were reviewed and no manufacturing anomalies were reported. This complaint is the same patient of a previously filed complaint; MFR (report reference) #9617544-2011-00392. Conclusion: it has been confirmed that the pin fractured post-op. Due to the reoccurrence of this issue a CAPA was opened to investigate further. Additionally, these plates were recalled under z-1976-2013.

Event description:
It was reported that the pins that connect the tulip heads to the body of the oasys midline plate fractured 7 months post-op. A revision surgery was planned at the time of awareness, but it is unknown at this time if a revision has occurred.